Event description:
It was reported that the patient states left hip were performed at (B)(6). Right hip (stryker) was performed. Patients have had no problems with the right hip but have had pain and problems with the left hip since initial implantation. Patient reports a leg length discrepancy of 1".

Manufacturer narrative:
(B)(4). D10: 00631005632 xlpe 10 deg poly liner 56x32 (B)(6). 00786401300 tm prim fem st 13mm (B)(6). 00620205620 tm acet shell 56mm multi (B)(6). 00625006530 trilogy bone scr 6.5x30 (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was able to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records and radiographs were provided and reviewed by a health care professional and a radiologist. The review of the initial surgery report identified a posterolateral approach of a tha performed with no complications, excellent fit and stability with full rom testing. Patient was discharged stable pod 2 with home pt, posterior hip precautions. Review of the radiologist's case report identified that the teardrop-top to lesser trochanter distance is greater on the left compared with the right, which could result in a leg length discrepancy (left longer than right). In addition, the left hip acetabular cup shows lateral overhang. Possible acetabular cup malpositioning or sizing concern was identified as a contributing factor to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.